Event description:
Additional information received identified therapy was restored post operatively.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
A query of the devices state using the universal engineering programming tool (uep) confirmed the device was in the therapy application state, which is as expected. A further review of the ipg image ¿device mode¿ confirmed the device was in MRI mode as received. Analysis determined if the artemis application is deleted and not upgraded only, then the paired implantable pulse generator will no longer maintain pairing and a new bond between the ipg and programmer will have to be established. Upgrading the artemis application version without deleting it would have preserved the generator information, and allowed the ipg to be selected and taken out of MRI mode. The observation from the field was duplicated. Based on the above analysis, if the device is placed in MRI mode and the artemis application version is changed by deletion, and then downloading of the new version, this will result in a loss of pairing/bonding, any follow up attempts to communicate or pair between patient¿s ipg and artemis programmer will be unsuccessful as the magnet function will be disabled once the ipg is placed in MRI mode. The disabling of the ipg magnet function once its placed in MRI mode is a normal operation. The fsca number is included in this report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient controller was unable to disable ipg from MRI mode post an MRI. As a result, the patient experienced ineffective stimulation. Troubleshooting was tried to no avail. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced.